Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 155mg/dl. The caller stated that insulin squirted out during the manual prime process, and the insulin pump alarmed. The customer also stated that the drive support cap was protruded. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed prime, excessive no delivery test and displacement test. The insulin pump alarmed motor error during basic occlusion test due to loose/protruded motor support disk. Unable to verify prime alarms due to motor error alarms. The motor was tested outside the device and passed.